Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that in the morning, the patient applied the infusion set on her belt and went to work. After hours, she experienced high blood glucose level and took a quick bolus from the pump. She noticed something wet and checked her infusion set when she saw that the infusion set's tubing was detached from the site location. Reportedly, she kept the infusion sets in a cabinet in recommended conditions. No further information available.